Event description:
The patient reported, the piston rod on his insulin infusion device will not retract fully. He stated, he was changing his insulin cartridge when the piston rod became stuck and would not retract all the way. The patient said, the infusion device did not give any error alarms. The patient had removed the insulin cartridge and battery before the call. During troubleshooting, the patient was advised to install his battery and try retracting the piston rod. He indicated the device display showed the piston rod was retracting but that it was not moving. The patient stated the "metal platform was stuck and was extended still". No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.